Event description:
Related manufacturer reference number: 2017865-2025-11039. It was reported that the patient presented with unspecified anomaly on the right ventricular lead. No intervention was performed. Patient status was not known.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Upon review of additional information received, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event. Please retract the report 2017865-2025-11038.